Event description:
The tip of this item which is in hexagonal shape got broken during tightening the screw to trident cup.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.